Manufacturer narrative:
The device has been returned for evaluation. A follow up will be submitted when evaluation is complete.

Event description:
The physician had previously placed an aero stent in the patients right main stem bronchus 8 to 12 weeks ago. The patient received radiation therapy for lung cancer at a later date. The patient responded well to the treatment and the tumors recessed but, it resulted in fibrotic radiation strictures in his right main stem bronchus. When the physician viewed the stent with a flexible bronchoscope, it appeared to have in-folded in both the proximal and distal portions of the stent. The physician decided to remove the bronchial stent and replace it with a 16x80mm aero tracheobronchial stent without incident. The physician explained that the patient is experiencing violent fits of coughing. The physician believes the violent coughing is what caused the first stent to in-fold. The physician was concerned that leaving an in-folded stent in place would not provide the apposition or structural integrity needed to successfully treat his patient and noted that the stent could cause additional injury to the patient if left in-folded when the patient experiences violent coughing bouts.

Manufacturer narrative:
One unit was returned for evaluation. The device was examined visually and a lengthwise fracture was found. The complaint is confirmed. The root cause is attributed to the patient's violent coughing fits. The device history record and complaint database could not be reviewed as the lot number was not provided.